Event description:
It was reported that a malfunction alarm with a specific code occurred, but no notable events preceded this malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on glucose levels. The customer was assisted with resetting the pump and informed to continue using it while being advised to report if the malfunction reoccurs. The customer acknowledged and understood the instructions provided.